Manufacturer narrative:
Main investigation conclusion: the reported outflow graft narrowing could not be confirmed as no images depicting the narrowing were submitted and the device was not returned. A specific cause for the outflow graft narrowing could be conclusively determined. It was reported that a computed tomography (CT) image taken at an unknown time revealed possible outflow graft narrowing. Multiple attempts were made to request additional information from the account; however, no further information was received. The heartmate 3 lvas instructions for use (IFU) contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 5, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The exact date of the event is unknown and has been estimated.

Event description:
It was reported that a computed tomography (CT) image taken at an unknown time revealed possible outflow graft narrowing.